Event description:
The customer reported approximately 10 ml of bluish diluent leaked from the lh 500 hematology analyzer. The customer was unable to isolate the source of the leak but indicated that fluid leaked underneath the right side of the instrument from front to back. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered pinhole at the I-beam tubing going through pinch valve pv43 and proceeded to replace both tubes to resolve the issue. Failure mode of the leak is attributed to pinhole at I-beam tubing going through pinch valve pv43. (B)(4).